Event description:
It was reported that during routine inspections by hospital staff the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Screen flickering occurrence reported. No patient involvment and no harm or injury reported.

Manufacturer narrative:
E. Initial reporter - event site name: (B)(6). Initial reporter occupation: clinical engineering technician. Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.